Event description:
The customer reported to olympus, the inner sheath, for 26 fr. Outer sheath, the ceramic tip broke off. According to evaluation inspection, the isolation beak of this sheath was found to be broken. No death or injury and no reported adverse impact to the patient or user.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the isolation beak of the sheath was broken. The referenced device was returned to the olympus repair center. According to the event description, ceramic tip broke off. During inspection, the service department identified that the isolation beak of this sheath found broken. The cause for the reported issue cannot be definitively determined. Possible causes are the following: thermo-mechanical fatigue, wear and tear, improper handling (impact, shock). As a general note, cracks on the insulation material are mostly not visible, making visual inspection difficult. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. The concerned product has not been repaired in the last year. Olympus will continue to monitor the field performance of this device. The legal manufacturer¿s investigation determined that there is no design, manufacturing, material or processing related cause for the reported event. However, based on the damage pattern, it is presumed that the damage to the insulation insert was induced thermally and/or mechanically; therefore, it is most likely attributable to wear and tear and/or improper handling by the customer (more specifically the device being subjected to mechanical overload, impact, accidental dropping, etc.). It cannot be determined if there was pre-existing damage to the insulation insert or if it was already worn. Furthermore, it cannot be determined if the damage was caused during the last reprocessing of the instrument or during its last use in a procedure. As a general note, cracks on the insulation material are mostly not visible, making visual inspection difficult. Lost fragments of the ceramic insulation insert can be localized and removed using a suitable x-ray procedure or computed tomography. Olympus will continue to monitor complaints related to the device and reported phenomenon. To mitigate the injury to the patient and also device damage, the instruction for use provides the following: properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. Visually inspect the product. Make sure that it has: no corrosion, no dents, no scratches. Visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures).   Impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product if the product is damaged or does not function properly, contact an olympus representative or an authorized service center.